Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (30 mg/ml at an unknown dose) and bupivacaine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump was alarming. Interrogation revealed that end of service occurred on (B)(6) 2020 at 8:26am and pump stopped at 8:27am. The patient was directed to go to the emergency room if they experienced withdrawal. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was contained in this document indicated that the cause of end of service occurring was due to the pump reaching its 7 year battery life. It was reported that the device was still implanted. No further complications have been reported.